Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 10.2 cm with an external abrasion 7.6 to 8.0 cm from the connector pin, breaching the optim sheath, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.